Event description:
It was reported patient enrolled in a study underwent knee arthroplasty (B)(6) 2009. Subsequently, patient was revised (B)(6) 2013 due to stiffness. The bearing was removed and replaced with a custom bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity."